Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported internal leak in fractured PICC line. Fluid noticed leaking from PICC entry site. Line immediately removed and a line fracture was observed. Patient suffered extravasation injury requiring further intervention and referral to plastics team. Delays to chemo and additional interventions as a result. Additional information: placed on (B)(6) 2024, removed 11.10.24, total length 52cm, placed in basilic vein, exit marking 4cm. Locked with saline and secured with securacath, j-looped back up the patient¿s arm. PICC used for oncology treatment (rutuximab, oxiplatin, gemcitabine). PICC not used for CT scan, no known occlusions. Leak identified thru patient symptoms (pain, swelling). Break internal/ inside the patient at the 7.5cm mark. PICC used 43 days. No xray imaging of the issue. PICC site cleaned with chloraprep (3ml chloraprep).

Event description:
It was reported internal leak in fractured PICC line. Fluid noticed leaking from PICC entry site. Line immediately removed and a line fracture was observed. Patient suffered extravasation injury requiring further intervention and referral to plastics team. Delays to chemo and additional interventions as a result. Additional information: placed 29.08.24, removed 11.10.24, total length 52cm, placed in basilic vein, exit marking 4cm. Locked with saline and secured with securacath, j-looped back up the patient¿s arm. PICC used for oncology treatment (rutuximab, oxiplatin, gemcitabine). PICC not used for CT scan, no known occlusions. Leak identified thru patient symptoms (pain, swelling). Break internal/ inside the patient at the 7.5cm mark. PICC used 43 days. No xray imaging of the issue. PICC site cleaned with chloraprep (3ml chloraprep).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed between the 7 cm and 8 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. On (B)(6) 2024, bd released a field safety notice regarding failures of this nature, specifically within 4fr single-lumen powerpicc catheters (solo and non-solo versions). This advisory notice contains additional important information regarding this circumstance. Reference field safety notice mds-24-5154 for the full communication. This complaint will be recorded for future trending and monitoring purposes.